Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter reported that on (B)(6) 2011, the pt obtained elevated blood glucose levels: at 7:00 am, the pt's reading was 501 mg/dl, at 7:30 am, 528 mg/dl and at 8:30 am, 528 mg/dl. At that time, the pt experienced the symptom of nausea. The pt administered self-treatment with a dose of insulin taken via a syringe injection. At 9:00 am, the pt took herself to the emergency room, where she received treatment with intravenous fluids; no add'l insulin was given. The pt's subsequent blood glucose reading was 309 mg/dl. Troubleshooting revealed the pt had not changed the infusion site after obtaining elevated blood glucose readings as recommended, the insulin was refrigerated and there were bubbles in the tubing. The pt used refrigerated insulin which can lead to bubbles in the cartridge and cannula. However, as the pt obtained blood glucose levels suggesting severe hyperglycemia while using the pump, and received emergency medical attention and treatment, this complaint is being reported.